Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. All buttons functioned properly, no moisture damage on keypad traces and no button error alarm during test noted. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported that the insulin pump had a button error alarm. The caller did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 347 mg/dl, due to the customer being disconnected for a while. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.